Manufacturer narrative:
The device was not returned for analysis. Hemorrhage is a known risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as cause could not be definitively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of 549. Critical use of balloon angioplasty after recanalization failure with retrievable stent in acute cerebral artery occlusion. Ys park1, sk park1 and bh moon. 28 consecutive patients with acute intracranial artery occlusions were treated with a solitaire. Balloon angioplasty was added if successful recanalization was not achieved after stent retrieval. Mean age was 69.4 years and mean initial nihss score was 12.5 (baseline). A recanalization to tici 2 or 3 was achieved in 24 patients after stent retrieval. Successful recanalization was achieved after additional balloon angioplasty in 4 patients. There was report of symptomatic intracerebral hemorrhage (ich). At 90-day follow-up, 24 patients (85%) had a nihss improvement of 4 and 17 patients (60%) had a good outcome (mrs_2).